Event description:
Additional information was received from the rep who indicated that the probable cause of the issue was that the number of exams were above 420 which could make the mvs computer slow down and possible freeze. The site was advised to delete old exams and was shown how to do it. The rep also noted that there was no issue seen on the system logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure type updated to spinal fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding an imaging system being used for a procedure. The hcp re ported that during the procedure the mvs monitor turned automatically black and then the o-arm sign came out, but no more application and the image was frozen. The mvs was rebooted and the surgery continued. The delay in surgery was less than one hour and there was no change in patient outcome.